Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00525 and 1016427-2013-00106.

Event description:
As reported by the (B)(4) study, during the index procedure the patient suffered a neurological event. The patient was diagnosed with a transient ischemic attack (tia). The symptoms were treated with 5mg ia integrilin. The patient is a (B)(6) male who was enrolled in the study for carotid stenting. The target lesion was the ostium of the left internal carotid artery. The vessel was described as moderately calcified and mildly tortuous. The lesion was described as eccentric and ulcerated. The rate of stenosis was 53%. An angioguard was advance distal to the lesion and a precise stent was successfully deployed. It is unknown if debris was found in the filter basket upon removal of the angioguard. The procedure was successfully completed. During post dilation the patient suffered a tia. Onset was sudden. Recovery was full in less than 24 hours. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure.

Manufacturer narrative:
As reported by the sapphire study, during the index procedure the patient suffered a neurological event. The patient was diagnosed with a transient ischemic attack (tia). The symptoms were treated with 5mg ia integrillin. The patient is a (B)(6) male who was enrolled in the study for carotid stenting. The target lesion was the ostium of the left internal carotid artery. The vessel was described as moderately calcified and mildly tortuous. The lesion was described as eccentric and ulcerated. The rate of stenosis was 53%. An angioguard was advance distal to the lesion and a precise stent was successfully deployed. It is unknown if debris was found in the filter basket upon removal of the angioguard. The procedure was successfully completed. During post dilation the patient suffered a tia. There is no information as to what type of balloon was used to post dilate the stent. The physician believes this event was embolic in nature. The onset was sudden. Recovery was full in less than 24 hours. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Please note that multiple attempts to gather additional product information have been made but have been unsuccessful. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00525 and 1016427-2013-00106.